Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and depression ("depression") with fatigue. The patient was treated with surgery (removal of essure coils on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, back pain, depression and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, back pain, depression and procedural pain to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. ~ further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. B11278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken ankle, right upper quadrant pain, depression, tonsillectomy in 1992 and appendectomy in 1999. Birth of her child and now no longer on ocp.patient does not have any numbness or tingling. No pain in her upper abdomen. Previously administered products included for pain: tylenol and ibuprofen. Concurrent conditions included cholecystectomy since (B)(6) 2015, oophorectomy (one side removal of ovary),), pain ankle, heavy periods, thoracic sprain (and strain, initial encounter.), vomiting, dizziness, cholelithiasis, methicillin-resistant staphylococcus aureus infection, uterine bleeding, endometrial biopsy, endometritis, laparoscopic uterine nerve ablation since (B)(6) 2015, cholelithiasis, emesis, tenderness (examining her right upper quadrant), hand pain and peripheral swelling. Concomitant products included amoxicillin and metronidazole (flagyl) for abdominal pain and infection as well as hydrocortisone (hydrocodon hydrochlorid ksa) from 2014 to 2015, sertraline (zoloft) and sulfamethoxazole from 2015 to 2016. In 2013, the patient experienced depression ("depression") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), feeling abnormal ("brain fog") and alopecia ("hair loss"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), weight increased ("weight gain") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, depression, vaginal haemorrhage, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the procedural pain, menorrhagia, migraine, nausea, dysmenorrhoea, weight increased, amnesia, feeling abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On unspecified date, she had an ultrasound showing cholelithiasis and evidence of a fatty liver. She had normal labs including normal bilirubin. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and mr, new reporter information, patient demographic information, patient relevant history and concurrent condition, lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number b11728, concomitant product, new events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, memory loss/brain fog and hair loss and cramping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods"), carpal tunnel decompression ("carpel tunnel release (right and left hand)") and cholelithiasis ("gall stones") in a 28-year-old female patient who had essure (batch no. B11278-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken ankle, right upper quadrant pain, depression, tonsillectomy in 1992 and appendectomy in 1999. Birth of her child and now no longer on ocp.patient does not have any numbness or tingling. No pain in her upper abdomen. Previously administered products included for pain: tylenol and ibuprofen. Concurrent conditions included cholecystectomy since (B)(6) 2015, oophorectomy (one side removal of ovary),), pain ankle, heavy periods, thoracic sprain (and strain, initial encounter.), vomiting, dizziness, cholelithiasis, methicillin-resistant staphylococcus aureus infection, uterine bleeding, endometrial biopsy, endometritis, laparoscopic uterine nerve ablation since (B)(6) 2015, cholelithiasis, emesis, tenderness (examining her right upper quadrant), hand pain and peripheral swelling. Concomitant products included amoxicillin and metronidazole (flagyl) for abdominal pain and infection as well as hydrocortisone (hydrocodon hydrochlorid ksa) from 2014 to 2015, sertraline, sertraline (zoloft) and sulfamethoxazole from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression/psychological pr psychiactric problems-condition: depression/depression"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 2 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain/weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In 2014, the patient experienced arthralgia ("hip pain") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient underwent carpal tunnel decompression (seriousness criterion medically significant), abdominal pain lower ("cramping/cramping"), cholelithiasis (seriousness criterion medically significant), liver disorder ("liver affected"), skin fissures ("dry skin that cracks and bleeds") and skin haemorrhage ("dry skin that cracks and bleeds"). The patient was treated with surgery (hysterectomy/salpingectomy/ oopherectomy and cholecystectomy), surgery (ablation), surgery (ablation), surgery (ablation), surgery and surgery (gall bladder removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, back pain, depression, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the menorrhagia, carpal tunnel decompression, procedural pain, migraine, nausea, dysmenorrhoea, weight increased, amnesia, feeling abnormal, alopecia, arthralgia, mood swings, cholelithiasis, liver disorder, skin fissures and skin haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, back pain, carpal tunnel decompression, cholelithiasis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, liver disorder, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, skin fissures, skin haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On unspecified date, she had an ultrasound showing cholelithiasis and evidence of a fatty liver. She had normal labs including normal bilirubin. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy periods"), carpal tunnel decompression ("carpel tunnel release (right and left hand)") and cholelithiasis ("gall stones") in a 28-year-old female patient who had essure (batch no. B11278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken ankle, right upper quadrant pain, depression, tonsillectomy in 1992 and appendectomy in 1999. Birth of her child and now no longer on ocp.patient does not have any numbness or tingling. No pain in her upper abdomen. Previously administered products included for pain: tylenol and ibuprofen. Concurrent conditions included cholecystectomy since (B)(6) 2015, oophorectomy (one side removal of ovary),), pain ankle, heavy periods, thoracic sprain (and strain, initial encounter.), vomiting, dizziness, cholelithiasis, methicillin-resistant staphylococcus aureus infection, uterine bleeding, endometrial biopsy, endometritis, laparoscopic uterine nerve ablation since (B)(6) 2015, cholelithiasis, emesis, tenderness (examining her right upper quadrant), hand pain and peripheral swelling. Concomitant products included amoxicillin and metronidazole (flagyl) for abdominal pain and infection as well as hydrocortisone (hydrocodon hydrochlorid ksa) from 2014 to 2015, sertraline, sertraline (zoloft) and sulfamethoxazole from 2015 to 2016. In 2013, the patient experienced depression ("depression/psychological pr psychiactric problems-condition: depression/depression"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 2 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain/weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In 2014, the patient experienced arthralgia ("hip pain") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient underwent carpal tunnel decompression (seriousness criterion medically significant), abdominal pain lower ("cramping/cramping"), cholelithiasis (seriousness criterion medically significant), liver disorder ("liver affected"), skin fissures ("dry skin that cracks and bleeds") and skin haemorrhage ("dry skin that cracks and bleeds"). The patient was treated with surgery (hysterectomy/salpingectomy/ oopherectomy and cholecystectomy), surgery (ablation), surgery (ablation), surgery (ablation), surgery and surgery (gall bladder removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, back pain, depression, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the menorrhagia, carpal tunnel decompression, procedural pain, migraine, nausea, dysmenorrhoea, weight increased, amnesia, feeling abnormal, alopecia, arthralgia, mood swings, cholelithiasis, liver disorder, skin fissures and skin haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, back pain, carpal tunnel decompression, cholelithiasis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, liver disorder, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, skin fissures, skin haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On unspecified date, she had an ultrasound showing cholelithiasis and evidence of a fatty liver. She had normal labs including normal bilirubin. Most recent follow-up information incorporated above includes: on 7-jun-2018: other social media received. Events hip pain, mood swings, gall stones, liver affected, dry skin that cracks and bleeds were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and carpal tunnel decompression ("carpel tunnel release (right and left hand)") in a 28-year-old female patient who had essure (batch no. B11278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included broken ankle, right upper quadrant pain, depression, tonsillectomy in 1992 and appendectomy in 1999. Birth of her child and now no longer on ocp. Patient does not have any numbness or tingling. No pain in her upper abdomen. Previously administered products included for pain: tylenol and ibuprofen. Concurrent conditions included cholecystectomy since (B)(6) 2015, oophorectomy (one side removal of ovary),), pain ankle, heavy periods, thoracic sprain (and strain, initial encounter.), vomiting, dizziness, cholelithiasis, methicillin-resistant staphylococcus aureus infection, uterine bleeding, endometrial biopsy, endometritis, laparoscopic uterine nerve ablation since (B)(6) 2015, cholelithiasis, emesis, tenderness (examining her right upper quadrant), hand pain and peripheral swelling. Concomitant products included amoxicillin and metronidazole (flagyl) for abdominal pain and infection as well as hydrocortisone (hydrocodon hydrochlorid ksa) from 2014 to 2015, sertraline, sertraline (zoloft) and sulfamethoxazole from 2015 to 2016. In 2013, the patient experienced depression ("depression/psychological pr psychiatric problems-condition: depression"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 2 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient underwent carpal tunnel decompression (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy/salpingectomy/ oophorectomy and cholecystectomy), surgery (ablation), surgery (ablation), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, back pain, depression, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the menorrhagia, carpal tunnel decompression, procedural pain, migraine, nausea, dysmenorrhoea, weight increased, amnesia, feeling abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, carpal tunnel decompression, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On unspecified date, she had an ultrasound showing cholelithiasis and evidence of a fatty liver. She had normal labs including normal bilirubin. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Event carpel tunnel release (right and left hand) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal heavy bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy periods'), carpal tunnel decompression ('carpel tunnel release (right and left hand)') and cholelithiasis ('gall stones') in a 28-year-old female patient who had essure (batch no. B11278-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 1999, tonsillectomy in 1992, broken ankle, right upper quadrant pain and depression. Birth of her child and now no longer on ocp. Patient does not have any numbness or tingling. No pain in her upper abdomen. Previously administered products included for pain: tylenol and ibuprofen. Concurrent conditions included laparoscopic uterine nerve ablation since (B)(6) 2015, cholecystectomy since (B)(6) 2015, oophorectomy (one side removal of ovary),), pain ankle, heavy periods, thoracic sprain (and strain, initial encounter.), vomiting, dizziness, cholelithiasis, methicillin-resistant staphylococcus aureus infection, uterine bleeding, endometrial biopsy, endometritis, cholelithiasis, emesis, tenderness (examining her right upper quadrant), hand pain and peripheral swelling. Concomitant products included amoxicillin and metronidazole (flagyl) for abdominal pain and infection as well as hydrocortisone (hydrocodon hydrochlorid ksa) from 2014 to 2015, sertraline, sertraline hydrochloride (zoloft) and sulfamethoxazole from 2015 to 2016. In 2013, the patient experienced depression ("depression/psychological pr psychiatric problems-condition: depression/depression"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain"), 2 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), feeling abnormal ("brain fog") and alopecia ("hair loss"). In 2014, the patient experienced arthralgia ("hip pain") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient underwent carpal tunnel decompression (seriousness criterion medically significant) and experienced abdominal pain lower ("cramping/cramping"), cholelithiasis (seriousness criterion medically significant), liver disorder ("liver affected"), skin fissures ("dry skin that cracks and bleeds"), skin haemorrhage ("dry skin that cracks and bleeds") and muscle spasms ("had cramping in lower back ever since"). The patient was treated with surgery (ablation, ablation, hysterectomy/salpingectomy/ oopherectomy and cholecystectomy and gall bladder removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, back pain, depression, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the menorrhagia, carpal tunnel decompression, procedural pain, migraine, nausea, dysmenorrhoea, weight increased, amnesia, feeling abnormal, alopecia, arthralgia, mood swings, cholelithiasis, liver disorder, skin fissures and skin haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, back pain, carpal tunnel decompression, cholelithiasis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, liver disorder, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, procedural pain, skin fissures, skin haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on unspecified date, she had an ultrasound showing cholelithiasis and evidence of a fatty liver. She had normal labs including normal bilirubin. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter and event "had cramping in lower back ever since" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.